Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the wound closure survey source conducted, post-operatively, 4 patients experienced leak, 1 patient experienced infection/abscess formation, 3 had erosion, 2 had pledget migration, 1 had fistula formation, 4 experienced minimal acute inflammatory reaction, and 5 experienced transitory local irritation, related to suture for the last 12 months.